Manufacturer narrative:
Returned for evaluation was a 14cm solero applicator. As received, there appears to be a gap between the needle shaft and ceramic tip. The customer's reported complaint of probe malfunction (no energy delivered) was confirmed. During functional testing the reflected power was low and water was not heated as is expected. In addition, the ceramic tip of the device had a gap of approx. ½ mm between the ceramic tip and the shaft. The tip was tugged and found to be firmly attached to the shaft. An ablation cycle of 6 min @ 140w was run. Delivered power was showing 113-116w. The water in the beaker was not warming indicating the device was not functioning properly. After the cycle the tip was again tugged and it was firmly attached to the shaft. There was no discoloration of the tip or any other signs of a thermal event evident. The complaint was confirmed but the root cause could not be determined by the engineering investigation. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Note: the initial MDR for this event was submitted on (B)(6) 2021. When submitting the final report, the acknowledgements indicated the initial report was not received, although the initial report acknowledgments stated the report had passed. Therefore, as a resolution to the issue, the initial report is being resubmitted an includes the investigation results

Event description:
An end user reported an issue with a 14cm solero applicator. During a percutaneous microwave procedure of the liver, the unit was indicating energy was being delivered, however on the ultrasound there was no evidence of burning of the tissue. The liver tissue was determined to be of normal condition and there was no issues or resistance when placing the applicator. The applicator was withdrawn and a new of the same was used to complete the procedure, requiring a second "poke" through the patient's liver. Post procedural imaging confirmed there was no evidence of residual probe fragments inside the patient. There was no report of patient harm or adverse event by the end user. During sample evaluation, it was noted that the tip was separated from the needle.